Manufacturer narrative:
(B)(4).

Event description:
It was reported that a damaged wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem: correction is required for d4, h4 and h6; d4: device identification: correction; h2: type of follow up: correction; h4: device mfg date: correction; h6: type of investigation: correction.